Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The stm evaluated the iabp unit and noticed some corrosion on the power management board during the pm, but no other evidence of a spill or corrosion was noted inside or outside of the unit. The fse replaced the power management board and the unit began to charge the batteries; and the fan turned on when plugged into ac power. The fse completed the pm, performed all functional, safety and electrical safety tests to factory specifications. The iabp unit was cleared for clinical use and returned to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
The getinge service territory manager (stm) reported that before starting a preventative maintenance (pm), he discovered that the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. In addition, the fan in the front of the iabp unit was not working when plugged into ac power. There was no patient involvement; thus, no adverse event was reported.